Event description:
On (B)(6), 2010, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch ping meter had an issue where a line appeared through the device's display. The reporter indicated that the patient had obtained the meter for the first time the night before calling lfs on august 6, 2010. At that time, a nurse reportedly noticed a line through the meter's display when she was attempting to educate the patient regarding the device. The patient did not attempt to test with the meter until the morning of august 6, 2010, at 7:30 am. Although the meter had the line through the display issue, the patient was still able to test his blood glucose that morning. He reportedly obtained a result of "44 mg/dl" on the reported meter and "62 mg/dl" on another meter. A couple of minutes prior to testing, the reporter claimed that the patient had developed symptoms of shakiness and being delirious. The reporter denied that the patient received any treatment because of the alleged display issue. The reporter also denied that the display issue prevented him from being able to test his blood glucose. The meter was replaced. Based on the information provided, this complaint is being reported due to the reported display issue. There is no evidence, however, that the alleged issue contributed to the patient's symptoms/injury. The patient did not attempt to test his blood glucose until after he had developed symptoms. His reported blood glucose readings also correlated with his symptoms.